Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a difficult to remove device was not confirmed. The device was received fully clip deployed and the clip was not returned. The device was not in the access port retracted state. The thumb advancer and delivery tube-set were both fully distally deployed. The vessel locator wings (vlw) were retracted into the distal end of the delivery tube. There was no detected external anomaly or damage and all components, including the fully slit and undamaged sheath were in their proper positions for the received state of the device. Internal device handle inspection determined all components were undamaged and their proper positions for a clip deployed device. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. The access ports were used unsuccessfully. The device was then gripped and pulled out of the vessel. The clip of the starclose se and 20 minutes of manual arterial compression were used to achieve hemostasis. It was noted that there was no hematoma. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.